Event description:
Customer's mother reports that customer accidentally over bolused. Customer's blood glucose was 112 mg/dl. Customer's mother states insulin pump was programmed by nurse at healthcare professional's office. She reports that bolus was an anomaly as customer did not administer bolus due to him being asleep. Customer's mother states that the easy bolus feature had been turned off since customer had unintentionally delivered a bolus in the past. Customer's mother was advised that insulin pump would be replaced and to lock keypad during the night to prevent unintended bolus delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No history could be verified due to an overwritten history file. Multiple boluses were programmed and delivered. The boluses were recorded in the bolus history and the daily totals. No unexpected bolus deliveries were noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.